Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported to the emergency room by paramedics and was subsequently admitted to the intensive care unit of the hospital due to blood glucose (bg) level displayed as "high" (specific value not provided), and diabetic ketoacidosis considered life threatening by health care provider. Customer was treated with intravenous fluids of saline and insulin and was discharged on (B)(6) 2025 with no permanent damage. Reportedly, the pump battery was depleting quickly resulting in the pump shutting off. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.